Event description:
While using a ligasure device, staff noticed that wires were exposed at the tip of the device. The procedure was completed without complication or delay. No harm came to the patient or to staff.